Event description:
Customer reported via phone call that they were changing the set and heard a click when removing the reservoir from the insulin pump. Customer stated that the threading in the reservoir compartment is jammed and the insulin pump may be broken. Customer is unable to insert a new reservoir; reservoir did not fit in. Blood glucose value was 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The customer did not have a backup plan and had will need to get one. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.